Manufacturer narrative:
(B)(4). Approximate age of device ¿ 75 days. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm was observed on the patient's system controller. It was also reported that the patient's driveline was observed to have some serious kinks on it. The system controller was exchanged and a driveline fault alarm was also observed on the replacement system controller. The patient was reportedly asymptomatic and there were no reported interruptions in vad support. Log files were submitted to the manufacturer's technical services representative for review which confirmed that a driveline fault alarm occurred on both system controllers. Submitted x-rays showed kinking within the driveline and several areas externally where there was thinning of the shield. On (B)(6) 2015, a percutaneous lead replacement was performed by the manufacturer's technical services team.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the returned external portion of the driveline. Electrical continuity testing of the returned portion of the driveline revealed an intermittent discontinuity in the red wire when the driveline was manipulated. Upon removal of the outer silicone sleeve, the driveline showed evidence of twisting and kinking and also revealed several areas of breakdown of the metal braided shield. Visual inspection of the underlying wires found a deformation and discoloration of the red wire in the location of one of the kinked areas with shield breakdown at approximately 7 inches from the metal connector. Manipulation of the wire caused the insulation to elongate and the inner conductors became visibly separated inside the intact insulation. The inner conductor damage of the red wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The fractured conductors of the red wire would have resulted in the reported driveline fault alarms recorded in the submitted system controller log files. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.